Event description:
Healthcare professional reported sus voluntary event report left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h10.

Event description:
Healthcare professional reported sus voluntary event report left side rupture. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.